Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Aspiration pneumonia is a known complications of a peg tube/ j-tube placement / replacement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in japan underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). A patient reported that the tube was stuck and did not come out of my mouth when replacing the the duodopa tube, so I got aspiration pneumonia and almost died. The etiology of the stuck tube was unknown. It was unknown if the patient received any treatment. No further information was available.